Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room and was subsequently hospitalized following a syncopal episode. A remote interrogation was performed which found no stored episodes or out of range lead impedance measurements. The cause of the syncope remained unknown. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.